Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn#: (B)(4); the correct cfn#: is (B)(4).

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the fse verified that the unit failed to recognized the test load and therapy cable during testing. As a result of the noted issue, it was advised that the processor pca and capacitor be replaced to return the device to working condition. The processor pca was returned to the failure analysis lab for evaluation. Upon troubleshooting of the returned component, the reported issue was verified and the cause was traced to lifted pins on the j16 connector. This malfunction was found to interfere with the power output of the device. Following confirmation of the cause of the failure, the component was scheduled to be archived. Based on the conclusion of the evaluation, it was determined that both the processor pca and capacitor needed to be replaced to resolve the noted failure. Both components were replaced and the device passed all subsequent testing. The processor pca was returned for further analysis and verified to be faulty due to a lifted pin on the j16 connector. However, although the processor pca was found to be faulty, the capacitor was not returned for further evaluation and could not be verified to have not caused or contributed to the original allegation. As multiple components were installed to repair the device, a definitive cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.